Manufacturer narrative:
Study event. The device remains in the patient. The lot number was not identified; therefore, a device history review could not be performed. Restenosis of stented segment may occur during this type of procedure and as listed in the device instructions for use (IFU). Stroke and restenosis of stented segment are known possible adverse events associated with the use of the carotid stents. The reported hospitalization was in response to the observed patient effect. In addition, no device malfunction was reported.

Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: in-stent restenosis. It was reported that 2 years post a right internal carotid artery stenting procedure, the patient was found to have in-stent restenosis of 95% and was admitted to the hospital for treatment. During the interventional procedure in 2008, an angioplasty was performed successfully with a non abbott balloon to open the stenotic area. It was decided at that time that no further intervention was needed. The post procedure stenosis was 35%. The following day, the patient was discharged to the assisted living facility with no reported adverse events. Reportedly, 19 days post the uneventful right internal carotid artery angioplasty procedure, the patient experienced a stroke, with left sided weakness, decreased vision from the left side, a reported syncopal episode and fall resulting in disorientation at his assisted living facility. At 33 days post procedure, the patient was discharged back to his assisted living facility with continued physical therapy, occupational therapy, home health aide and nursing. Though requested, no additional info is available.